Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 17-july-2024 h3: one device was returned for repair in used condition. This device has not been in for service in the review period. Primary reported problem was verified. Ran three accuracy tests and the pump was found to be over delivering to the manufacturing specifications. Defective expulsor was probable cause of the issue. Replaced the expulsor to correct the issue. Cadd solis device passed all functional tests after the repair.